Event description:
Related to MFR report 2183959-2012-02603. It was reported that an ams apogee mesh product was implanted on (B)(6) 2007 to treat the plaintiff for "a vaginal condition that required surgical intervention for repair." It was alleged by the attorney for the plaintiff that as a result of the implant the "plaintiff experienced injuries, including, but not limited to pain, discomfort, dyspareunia, urinary problems and bleeding from the rectum; required and will continue to require healthcare and services; has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages." It was also alleged that the "plaintiff has severe and permanent injuries" and that "the mesh product has eroded and caused dense scarring." It was further alleged that "plaintiffs have sustained and will continue to sustain the injuries and damages."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.